Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on the right atrial (ra) and shock channels. The noisy signals resulted in an inappropriate atrial tachy response (atr) episode. Ts noted that the noisy signals were myopotential noise and the pacing impedance increased but remains within normal range. Ts recommended troubleshooting actions and potential causes. The device remains in use. No adverse patient effects were reported.